Manufacturer narrative:
Method codes: 3331. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3926015.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling/continence procedure on (B)(6) 2017 and the mesh was implanted. It was also reported that the mesh ultimately needed to be divided as it caused urinary retention, poor flow and a distension bladder injury. Subsequently, the patient developed chronic pelvic pain and dyspareunia. The explantation procedure was performed on (B)(6) 2019. No further information is available.